Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: staples did not form properly. It was necessary to open another loading unit. There was additional bleeding. Blood loss was reported as less than 250cc due to this problem. The surgeon had difficulty detaching the device because it didn't open. After several attempts and using auxiliary instruments, he was able to free the device and opened a new one to complete the surgery. Surgery time was extended by more than 30 minutes due to this problem.